Event description:
A customer reported the equipment displayed a system message and locked prior to the procedure. The procedure was cancelled after the pt had rec'd peribulbar anesthesia. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was able to replicate the reported event upon system startup the transducer printer circuit board (pcb) was replaced. The system was then tested and met all product specifications. No sample is coming back as the customer kept the replaced part. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause was determined to be a nonconforming transducer pcb. (B)(4).